Manufacturer narrative:
As reported in a research article, patients implanted with tissue valve had complications including blood transfusions, wound infection, renal failure, sepsis, pneumonia, stroke, reoperation, and atrial fibrillation. The kind of tissue valve implanted in the patients experiencing these symptoms was not reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2648612-2020-00087, 3008452825-2020-00414, 2648612-2020-00088. The article "outcomes of tissue versus mechanical aortic valve replacement in patients 50 to 70 years of age" was reviewed. This research article is a retrospective single center experience to evaluate the outcomes between mechanical and bioprosthetic valves among patients aged 50 to 70 years undergoing aortic valve replacement (avr). Abbott trifecta, carpentier-edwards perimount, carpentier-edwards magna ease, abbott regent, on-x, and others were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that in patients age 50 to 70, mechanical avr is associated with improved long-term survival and freedom from repeat aortic valve intervention compared to bioprosthetic valves. The primary author of the article is lauren v. Huckaby, md, division of cardiac surgery, university of pittsburgh medical center with the email: kilica2@upmc.edu. It was reported in the article that the study was performed between 2010 and 2018. A total of 723 patients were in the study. 256 patient were implanted with a mechanical valve and has a median age of 60, with 66.4% of them male. 158 of the patient were implanted with a regent valve. 467 patients were implanted with a bioprosthetic valve and has a median age of 65, with 60.6% of them male. 241 patient were implanted with the trifecta valve. The baseline of patients has a history of diabetes, hypertension, chronic lung disease, kidney disease, immunosuppression, peripheral arterial disease, cerebrovascular disease, family history of cad, heart failure, myocardial infarction, angina, and arrhythmia. Post operative outcome includes: blood transfusion, prolonged ventilation, deep sternal wound infection, acute renal failure, sepsis, pneumonia, permanent stroke, reoperation, and new onset of atrial fibrillation.